Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not feed into the jaws and it ejected repeatedly from at the 5th firing when the device was fired outside the patient. No clips fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning. There was no unexpected resistance in grasping the trigger. There was no torquing or twisting of the device present at the time of firing. The device was not fired across something hard such as a clip. There was no unexpected resistance at releasing the device. The device was not fired after the incident.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.